Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2: (health professional should be unmarked from initial medwatch). Correction is being made to previously submitted g3: date received by manufacturer. The correct date was april 08, 2024. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, the foreign material remained in the device was likely simethicone. The foreign material was possibly not removed, since the reprocessing was not conducted properly, due to leakage from scope cover. A definitive root cause for the material could not be established. The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. Where no obvious deviations, from instructions for use (IFU) were identified. The instructions for use states, the detection methods associated with the event: in "cf-h185l/I, operation manual, chapter 3: preparation and inspection". And the prevention methods in "cf-h185l/I, reprocessing manual, chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope had a whitish foreign material found inside of the jet tube. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.